Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿a full charge will last up to 7 days with normal use (5 days when using cgm).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose (bg) level was 360 (mg/dl). A bolus was delivered to address bg level. Review of the pump history during troubleshooting with tandem technical support showed the battery was last charged to 40% two days prior to the report. The pump battery was 25% at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.